Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire system was removed due to infection/endocarditis. No further patient complications have been re ported as a result of this event.